Manufacturer narrative:
The hp cable is getting hot because, there is not enough water getting to the insert. Water hose have been estimate, was not sent in for eval, water solenoid cannot hold pressure.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g131 scaler, the tips were getting hot even though there was plenty of water, and they tried multiple handpieces and tips; no injury resulted.